Event description:
The customer originally returned his olympus hd camera head as it had an abnormal appearance. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was producing an e216 - poor contact error. This report is being submitted to capture the e216 - poor contact error found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The electrical contact part of the connector had discoloration present. The head scope mount had corrosion as did the head free lock lever. Then, as noted in b5, the unit was also displaying the e216 error code. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event likely occurred due to a faulty cable which failed communication and presented the e216 error. However, the specific root cause of the faulty cable could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that this error code occurred during a therapeutic procedure. The procedure was reportedly complaint using a secondary device with no harm to the patient.